Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 14th of september 2015 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse had the customer deflush the instrument due to air bubbles in the lines. Instrument was relased and is functioning as intended. The most probable cause for this event is air in the lines introduced by the operator during replacement of the filter. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 the customer reported that the they are getting high pressure error on their g8 analyzer. The customer tried to replace the filter but they were unable to do so because they could not unscrew the tubing from filter housing. Customer called back the technical support group (tsg) to inform them that they were able to replace the filter and that they checked the fitting but the tubing in kinked. Customer removed the filter and performed a pressure test and the high pressure started alarming on the instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.